Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt came in to doctor's office with pain. Squeaky ceramic hip, surgeon took x-rays, head eccentric with in liner pt was schedule for surgery. During the surgery, it was found that ceramic liner was cracked into many pieces, the remaining parts were removed, cup was left in place and liner was placed into the cup. Ceramic head was exchange for a metal head pt was then closed."